Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Customer changed the pump supplies and was able to successfully resume insulin therapy. Customer¿s blood glucose level was approximately 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.